Event description:
Patient reported three infusion set tubings separated at the luer lock connection. She indicated that the most recent issue occurred while she was in the car. The infusion set tubing had been in use for 2 days prior to the incident. On 12/27/06, patient stated that she was "doing fine." The patient did not report assistance by a healthcare professional or second party to address the issue. She indicated that she did not experience any blood glucose effects that she was aware of. Product was requested to be returned for evaluation.